Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the procedure, it was observed there was a consistent droplet of body fluid forming from the inner lumen of the right ventricular (rv) lead. The physician elected to use another rv lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.